Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomed dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen would not calibrate. No add'l info was provided.

Manufacturer narrative:
The device passed testing. A review of the device history at the service ctr indicated multiple "button ID:invalid" error codes. Add'l testing found contamination on the touchscreen connectors on the bottom of the touchscreen. This was due to fluid ingress which may cause the touchscreen to be nonresponsive. Although the touch screen was responsive, contamination on touchscreen caused by fluid ingress, especially when fresh (wet), can alter the characteristics of the touch screen. This may have resulted in the touch screen not being able to calibrate or respond when keys were pressed. The probable cause of ingress may be due to use of the device in the customer environment. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.